Manufacturer narrative:
This report is based solely on the information provided by the customer. The product is not available for review. A review of the device history record for the affected lot did not identify any issues noted that could have contributed to the reported issue. Instructions for use (IFU) were reviewed and found to provide adequate instructions and warnings for safe and effective use of the device. Historical complaint data review identified no other similar complaints documented for this product in the last 5 years. At this time, there is no evidence that a manufacturing non-conformity contributed to the reported complaint. Therefore, no corrective or preventative actions are necessary. All complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warranted. Manufacturer reference file: (B)(4).

Event description:
Customer reporting a complaint on product#: 9210a-100. Customer states rn on (B)(6) 2025 was providing care to patient in full ppe. This included the tidi eyewear lot#: 4353t200. Bodily fluids from the patient (stool) still managed to get in her eye.